Event description:
A caller reported a malfunction on the pump, specifically displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller in the reset process, and confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, to which the caller agreed.